Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 127mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump trace download analysis confirmed the pump alarmed power error detected alarm. The power management tool confirmed power error detected alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.